Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer consumed glucose tablets and milk to address low bg. After reviewing t:connect logs, it was verified that the customer accidentally activated the "sick" personal profile and this caused the low bg. Customer corrected the issue by switching the profile back to the correct one.